Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the surgeon experienced an insufflation issue at the end of the procedure, where the pneumoperitoneum dropped to 9 and then went back up to 15 multiple times. The surgeon confirmed that no ports were open during the pressure loss, and there were no occlusions or errors reported. The tube set was not replaced. The surgeon expressed concern and requested that the insufflator be checked. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the insufflation loss was described as a rapid loss of insufflation after successfully insufflating the patient. There was no damage to the cannula seal/tube connector being used for insufflation. The insufflation reduction was not a result of the procedure type. The insufflation issue led to an inability to see within the patient. There were no instrument control issues. The insufflation issues were resolved by waiting for the pressure to return to adequate insufflation levels and then ultimately terminating the procedure. The surgeon clarified it was at the end of the case, so they finished the procedure, despite with great difficulty. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. There were no further issues with the insufflator after a hard power cycle. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.